Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.   Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was in the nozzle at distal end, the suction channel at control section and the biopsy channel at insertion section. There was no damage to the area where the foreign material was detected, and it is unknown if reprocessing was conducted in accordance with instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states that detection method in gif-xz1200 operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-xz1200 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found residual liquid or foreign material coming out of channel tube and due to clogging of the suction tube in the universal cord, foreign objects came out of the suction port and the nozzle had foreign materials. Should additional relevant information become available, a supplemental report will be submitted. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water and the air/water nozzle was flushed with detergent solution. It is unknown if the nozzle was cleaned with lint-free cloths/brushes/sponges. There were abnormalities in the accessories used for reprocessing, but no details were provided.

Event description:
It was observed that during the device evaluation, the videoscope exhibited a foreign object in the tip of the nozzle, suction channel, and forceps channel. There were no reports of patient involvement.